Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was slightly indented. The insulin pump alarmed no delivery during troubleshooting for the motor error alarm. The customer was advised to disconnect at the quick release and assisted the customer in performing a 5.0 unit fixed prime. The no delivery alarm troubleshooting was not completed because the customer needed to disconnect from the call. The customer was advised to call back if the issue persists. The reservoir will not be returned for analysis.